Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip appler instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have 2 bent grips, causing them to be misaligned. The offset at the tips was 0.37 mm. The grips were not found to be cracked. Additional observation(s) related to the customer complaint: the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The clip could be installed onto the grips but would not stay clipped to the tubing during tests. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clips were not releasing properly from the medium-large clip appler instrument. The instrument clipped fine, but the clip was caught in the instrument when it was on the duct and would not release. The clip was clipped on the duct, and the surgeon was able to wiggle the clip off without tearing the duct. The customer requested the medium-large clip appler instrument be returned for repair or replacement. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the end user did reach out and confirmed that they do not have a picture/ video of the defect event, nor do they know how many times the clip applier was used.